Event description:
I always use these for my cramps, and I noticed as I was sitting in my chair at work, it got super hot in one area, and I took it off and it was a blister on my pelvic area. I didn't think anything of it but just threw it away. I wish I hadn't.